Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver had a broken grip cable at the idler pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would contribute to the cable breaking. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: analysis identified a broken grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega suturecut needle driver instrument cable was broken and fragments fell into patient. The fragments were retrieved during the same procedure. The customer used a backup instrument to continue with the procedure. The procedure was completed. After the procedure x-ray was performed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mega suturecut needle driver and prograsp forceps instruments were used at the same time during the procedure. These two instruments did not collide with each other. Allegedly fragments fell into the patient during suturing. The surgeon did not notice any issues with the instrument functionality during the surgical procedure. The instrument did not collide with any instrument or hard material during the procedure. The nurse confirmed that all fragments were retrieved during the same procedure and was confirmed via post-operative x-ray test. No additional surgical procedure was performed. The nurse stated no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragments will not be returned.